Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose readings most mornings and increased their glucose target; the user also used meals as correction, and insufficient device information was available to further characterize a device problem or component. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.